Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. A loose pull ring cap identified during visual and magnification inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A photo of the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue ring was loose on the transfer set. There was no patient involvement. No additional information is available.